Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts a faulty product report. There was no photo included to be evaluated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open repair of internal carotid artery aneurysm surgery, the first few clips were applied with no issue. The device then failed to load and the handle could be squeezed together. Another device was opened to resolve the issue. There was no patient injury.